Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verio iq meter was not holding charge. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the power issue first occurred at 4:51pm on (B)(6) 2016. The patient did not inform the csr how they manage their diabetes nor did they state whether the alleged product issue led them to change their diabetes management regimen in any way. The patient stated that an unspecified period of time before the alleged product issue occurred they had developed unspecified symptoms which they associated with ¿hypoglycemia¿. In response to this, an unspecified period of time after, the patient self-treated by consuming food and drink after receiving advice from a healthcare professional. No further treatment was required as a result of the alleged product issue. At the time of troubleshooting the csr noted that this was not the first time the patient had used the product, but was unable to resolve the issue. The patient¿s products were requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of serious hyperglycemia or hypoglycemia, nor did they receive treatment for either of these conditions. However, this complaint is being reported as a malfunction because the alleged power issue remained unresolved at the time of troubleshooting.